Event description:
It was reported by the customer that their insulin pump keypad was unresponsive and alarming battery out limit. Customer stated they did not recall any significant events that led to the alarm or if the device was dropped, but they did go swimming at the beach while attached to the device. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 367 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. No battery out limit alarm could be verified due to the unresponsive button. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked belt clip slot at the battery tube threads area.